Event description:
It was reported that during a low anterior resection procedure, the cdh29 would not close properly and did not form the staples tightly enough. The like device was used to complete the case. There was no pt consequence.